Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar configuration. Loss of capture (loc) and limited sensing was observed in unipolar configuration. Additionally, the patient experienced a tingling sensation in the pocket area due to unipolar pacing. The configuration was programmed back to bipolar and high thresholds were observed. A lead dislodgement was suspected. A revision procedure was performed. The lead was successfully repositioned and appropriate function was observed. No additional adverse patient effects were reported. This product remains implanted and in service.